Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What specific surgical procedure was performed? What color setting was selected on the device? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Was a leak test performed? If so, what was the result? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How was the leak addressed in the reoperation? Please confirm, does the surgeon believe the leak was related to the patient eating solid foods? What is the current status of the patient?

Event description:
It was reported that during a restitution of intestinal transit procedure, one day after the surgery the patient presented abdominal distension and other signs that required a new surgical intervention, where they found a leak in the staple line. The doctor informed the sales representative on (B)(6) 2019 that during the morning medical visit he was told that the patient did not follow the post-surgical indications and ingested solid foods. He believes that this was the reason for the fistula in the staple line.